Event description:
One 2.0mm screw broke during surgery and part of the screw remained in the patient's bone.

Manufacturer narrative:
Device evaluation pending. When additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.